Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during branch ligation, it was noted the silicone tips on the hemopro device became dislodged. A new vasoview hemopro evh system was obtained and the case was completed successfully. There was not harm or injury to the pt. The product is returning.